Manufacturer narrative:
It was confirmed that the cursor and stylus did not align on the programmer's display screen.

Event description:
It was reported that the programmer's screen calibration was off and could not be recalibrated. The programmer has been returned to service. No patient complications have been reported as a result of this event.